Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/23/2021. H.6. Investigation: bd received samples and photos from the facility for investigation. The samples and photos were evaluated and the indicated failure mode for collapsed tubes with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, collapsed tubes were not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. There are potentially varying degrees of tube collapse, based on the temperature and duration of time at elevated temperature. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was tube extenders with molding defects that can be used. This event occurred 6 times. The following information was provided by the initial reporter. The customer stated: there were "collapsed tubes."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was tube extenders with molding defects that can be used. This event occurred 6 times. The following information was provided by the initial reporter. The customer stated: there were "collapsed tubes."